Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort. All components were explanted and will not be returned per hospital policy.